Manufacturer narrative:
Of the 9 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning. One issue was due to a cracked solder connection. One malfunction was due to corrupted software. One malfunction was a result of the piezo connector being out of alignment. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue with both the audio and vibratory alarms. These reports were received from various sources. The patients associated with this allegation ranged from 13-82 years of age and between 130 and 185 pounds. Of the reported patients, 3 were male and 6 were female.